Manufacturer narrative:
A product investigation is in progress.

Event description:
Tampon strings - removed from inside vagina [foreign body in reproductive tract]. Tampons unravelling [device breakage]. I have to knot them to keep them together. [Device use issue] . Case narrative: consumer reported via phone that tampons are unravelling. No serious injury reported.

Manufacturer narrative:
No failure could be identified as a result of the investigation.

Event description:
Tampon strings - removed from inside vagina [foreign body in reproductive tract]. Tampons unravelling [device breakage]. I have to knot them to keep them together. [Device use issue]. Case narrative: consumer reported via phone that tampons are unravelling. No serious injury reported.